Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. Location of the device is unknown despite good faith efforts. No adverse patient effects were reported.